Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the catheter was determined to be patent. There was no problem aspirating the catheter. There was no device issue with the pump. This was confirmed by the managing hcp. The pump was not explanted. The patient's hospital stay of 28 days admitting diagnosis was pain, the entire hospital stay was not attributed to the patient's infusion therapy. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that it was not thought that the device or therapy caused, contributed to, or exacerbated the patient's anxiety. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. (B)(4) is now the only applicable code to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had a dye study on (B)(6) 2018 and the catheter did not properly aspirate. The patient was being transferred for a catheter revision. To the manufacturer representative's knowledge, they would get that done as soon as possible. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported the patient had been in the hospital for 28 days getting their pump worked on, and they were just discharged. The patient was getting their stitches out at the time of the call, (B)(6) 2018. No further information could be collected at the time of the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was admitted to the hospital complaining of withdrawal symptoms on (B)(6) 2018 night. The patient had a refill on (B)(6) 2018 with concentration change and complained that he did not feel right since the bridge bolus. He said he did not feel right and was admitted through the emergency room (ER). The pump was interrogated and the pump was working correctly. No dose change was recommended. The hcp believed the pump was fine and the patient had anxiety. It was unknown if the patient had been discharged. No environmental, external, or patient factors were reported to have caused this issue. The patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.